Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 that during an unknown procedure, the tip of the depth gauge was stuck and broke off during insertion. No fragments were generated. There was a surgical delay of two (2) minutes. The procedure was successfully completed with a replacement depth gauge. There was no patient consequence. This report is for one (1) depth gauge for 2.0mm/ 2.4mm and 2.7mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: updated concomitant product provided for reporting. E1: reporters state: quebec. H3, h4, h6: device history lot part number: 03.111.005, lot number: 8435523, manufacturing site: hägendorf, release to warehouse date: 05. July 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: background: tip of the depth gauge got stuck and broke off during insertion. This complaint involves one (1) device. Investigation flow: damage/ functional. Visual inspection: the depth gauge for 2.0mm/2.4mm and 2.7mm screws (p/n: 03.111.005, lot number: 8435523, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the distal end of the measuring tip of the device was broken. The tip was also observed to be bent. The bent tip might have contributed to the reported jammed condition. The rest of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint is being confirmed. Device failure/defect was found. Functional testing: functional testing of the received device was performed at cq. The slider of the device failed to move as intended and jammed. Deformed measuring tip might have contributed to the jammed condition. The complaint was be replicated with the returned device. Dimensional inspection of the received device was performed at cq. Which is within specification. Documentation/ specification review: the following drawing(s) was reviewed: -depth gauge for screws 2.0/2.4/2.7, no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for depth gauge for 2.0mm/2.4mm and 2.7mm screws (p/n: 03.111.005, lot number: 8435523) as the distal threads of the complaint device were observed to be broken off. While a definitive root cause could not be identified, it is possible that the tip of the device encountered unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate